Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) overheated and has burnt the skin while carrying it in the pocket. The skin became red and irritated. The pdm battery is not holding its charge.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.